Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the customer's experience cannot be determined at this time. Physical evaluation of the complaint device reveals: confirmed user report: "no image on the monitors ¿just black." Intermittent image, image cuts in and out due to faulty cable. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing a hd autoclavable camera head for use, there was no image. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely unexpected stress on the head due to the user's handling, resulting in the failure of the ccd unit, which resulted in the absence of images. This issue is addressed in the instructions for use (IFU): "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head."